Event description:
It was reported that a patient reused an unspecified device during peritoneal dialysis therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin (1 g once; route not reported) and intraperitoneal zidimbiotic (0.5 g twice) for peritonitis. Dianeal therapy remained ongoing. Twenty one days after event onset, treatment with vancomycin and zidimbiotic were discontinued and the patient recovered from the peritonitis. Twenty seven days after the event onset, the patient was discharged from the hospital. It was not reported if the patient was retrained on proper technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a reuse of single-use product which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.